Manufacturer narrative:
The control and monitor pcb were not returned to the product safety dept. From the field for a root cause analysis. Therefore, unable to isolate the cause of the pcbs failure. Investigation concluded.

Event description:
Hosp reports unit will not build-up pressure.